Event description:
As the physician was attempting to apply a fallopian tube clip to the tube, the clip popped off and came apart in the patient's abdomen. One of the clip's components was not retrieved. Fallopian tube rings were used to complete the case. No additional surgery was done to retrieve the missing part.